Manufacturer narrative:
This device is used for treatment. No devices or photos were received; therefore the condition of the components is unknown. The device history records cannot be reviewed as the part and lot number is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing postoperative pain.